Manufacturer narrative:
G5 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that evidence showed that they dilate the site of insertion causing breaking through walls and more frequent damage to peripheral access. This required use of more units and multiple access attempts for the patient, which damage to the integrity of the patient and caused more pain.